Event description:
It was reported that the device posted an alarm of type apnea ventilation during use. The operator has reportedly not detected a flow at the patient opening and replaced the device in a controlled maneuver. The patient experienced a temporary desaturation during the course of event but this did not lead to any health consequences. The device was reportedly tested in follow-up of the event by a biomedical engineer of the hospital whereby it did not exhibit any deviations. It is back in use w/o further problems reported to date.

Manufacturer narrative:
Dräger was not involved in examination of the device and potential remedies; no access to log file data or anything else beyond the initial report was granted. Thus, there's only a general assessment of the few given facts possible. The alarm apnea ventilation will be posted if the device is in a mode of spontaneous breathing and detects no volume shifting at the patient opening - it changes in parallel to another mode of ventilation during which mandatory breathing strokes are applied. This is in conflict to the reported observation of missing flow at the patient opening and, this conflict cannot be removed due to lack of relevant information. The fact that the biomed found no faults during testing after the event makes a use error or patient-related issue more likely. However, the presence a malfunction cannot be fully excluded without log evaluation or device check performed by dräger. This report is filed in abundance of caution.